Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. On the second day of support, the patient complained of abdominal and back pain. It was reported that the patient had occasional bleeding overnight from the impella access site and the patient¿s hemoglobin was noted to be dropping. The medical team believed the patient to have a retroperitoneal bleed, and a computed tomography (CT) scan was ordered. It is unknown what the results of the CT scan were and if vascular repair was required. It was noted that the patient was stable. The device was explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. The device is reportedly available for return; however, as of the time of this report the device has not yet been returned for evaluation.

Manufacturer narrative:
Investigation summary no product returned. Pain: patient complained of stomach and back pain. The cause of the injury was not determined due to insufficient clinical details. Asae/ retroperitoneal hemorrhage: patient had occasional bleeding overnight from her groin. The cause of the access site adverse event was not determined due to insufficient clinical details. Device history lot device lot-1905373 device history batch subcomponent lot-n/a device history review the pump sn (B)(6) passed all the post sterile inspection checks.